Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the blades of the monopolar curved scissors instrument were dull, and the instrument was not cutting the tissue. This issue occurred during warm ischemia with a delay of 15-30 minutes.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow-up: the monopolar curved scissors (mcs) instrument was being used for dissection around the target organ. The tissue was not damaged as a result of this issue. This occurred during the warm ischemia portion of the partial nephrectomy procedure, and it resulted in a delay of 15 minutes. This delay during warm ischemia did not lead to any complications or cause serious clinical instability for the patient. The patient did not experience any postoperative complications as a result of this issue. The patient's current status was unknown. The issue was resolved via the use of another mcs instrument. The procedure was completed robotically as planned. Isi also received the mcs instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have damage at the tip of the blade; one of the blade edges was indented, causing a cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.